Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004; dtba1q1 device, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement with no capture on all vectors. The lv lead remains in use and the patient will be re-evaluated in three months for corrective actions decided by the physician. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.